Event description:
A report was received that the patient was having spinal fluid leak during surgery. Physician stated that the patient only needed to recover. No further course of action will be taken on this issue.